Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. In this case, it was reported that the expiration date was noticed while inserting the clip through the sgc, and the clip was subsequently removed and not used. This deviation from the IFU did not cause or contribute to any issues. Therefore, a letter will not be sent to the account to address the deviation from the instructions for use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4, previous cardiac surgery, enlarged left atrium, prolapse/flail just medial to a2/p2. One clip was implanted. To further reduce mr, an xtw clip (40213r1105) was inserted but became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damaged occurred. While grasping the leaflets, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. An additional xtw clip (40104r1054) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an nt clip (30425r1012) was prepped. However, it was observed that the cds was expired while inserting the clip through the steerable guide catheter (sgc). Therefore, the clip was removed and not used. An xt clip (40227a2069) was inserted and deployed on the mitral valve. However, after deployment, the clip experienced an slda, detaching off the anterior leaflet and remaining attached to the posterior leaflet. Mr remained a grade of 4. There were no significant delay in the procedure.